Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (leaking albaran lever) was not confirmed. In addition to the gap between the acoustic lens and ultrasound probe, additional evaluation findings were as follows: due to a crack on the scope body, there was water leakage, switch 1 had a cut, the scope body had a crack, due to deformation of the electrical connector guide pin, there was water leakage, the distal end was deformed, the adhesive on the bending section cover had wear, due to deformation of the bending tube, the connection between the bending section and the connecting tube was not secured, the connecting tube was deformed, the bending angle in the up direction did not meet the standard value, and the forceps could not be inserted smoothly due to damage on the channel tube. A review of the device history record confirmed the device was shipped in accordance with its specifications. It has been nine years since the subject device was manufactured. Based on the results of the investigation, the root cause of the gap between the acoustic lens and the ultrasound probe could not be determined. However, likely causes of the event are due to the customer¿s mishandling, or wear and damage associated with increased hours of usage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the albaran lever was leaking of an evis exera ii ultrasound gastrovideoscope. The event occurred during reprocessing. There was no patient or procedural involvement with the event. The device was returned and evaluated, and upon estimation, there was a gap between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.